Event description:
Emt's responded to a person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the "analyze" button pressed. According to the reporter, the device displayed a service wrench and would not operate. The device's power was cycled and subsequently operated properly but the pt was not resuscitated. The reporter indicated the alleged device malfunction did not cause or contribute to the pt's death because of their lack of viability.